Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a check IV set alarm. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 06/08/2006 to the present date 01/05/2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a check IV set alarm. No patient involvement.

Manufacturer narrative:
G4 updated to reflect investigation, results still pending.

Event description:
It was reported that the device had a check IV set alarm. No patient involvement.